Manufacturer narrative:
Despite multiple attempts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient with this device presented to the hospital after receiving a shock. Anti-tachycardia pacing (atp) was delivered twice to treat supraventricular arrhythmia. The first atp was delivered after five minutes of pacing inhibition. The second atp was delivered after another two and a half minutes of pacing inhibition. After two minutes, the criteria was met and a shock was delivered. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, additional information could not be obtained. This report will be updated should further information be received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented to the hospital after receiving a shock. Anti-tachycardia pacing (atp) was delivered twice to treat supraventricular arrhythmia. The first atp was delivered after five minutes of pacing inhibition. The second atp was delivered after another two and a half minutes of pacing inhibition. After two minutes, the criteria was met and a shock was delivered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented to the hospital after receiving a shock. Anti-tachycardia pacing (atp) was delivered twice to treat supraventricular arrhythmia. The first atp was delivered after five minutes of pacing inhibition. The second atp was delivered after another two and a half minutes of pacing inhibition. After two minutes, the criteria was met and a shock was delivered. No adverse patient effects were reported.